Event description:
It was reported that the pump indicated a data log corruption. Additionally, was reported that the customer received a continuous glucose monitor error 42. Customer continued to use the pump for insulin therapy. Customer's blood glucose was 127 mg/dl.